Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g4, g7, h1 and h2. Section b5: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently tilted and perforated. According to the patient profile form, the patient experienced perforation of the filter struts outside the inferior vena cava and tilting of the filter. The patient became aware of the reported events approximately ten years after the index procedure. The patient continues to experience anxiety and fear related to the filter. The medical records indicate that immediately prior to the index procedure the patient was a pedestrian that had been hit by a car and sustained a closed head trauma, skull fracture, acute subarachnoid hemorrhage, multiple right rib fractures, and pelvic fracture. The indication for the filter placement was prophylaxis from pulmonary embolism due to multiple injuries, precluding anticoagulation. The filter was placed via the right common femoral vein and deployed under fluoroscopic guidance. The patient tolerated the procedure well. Six months post implant, the patient underwent radiofrequency ablation of the left greater saphenous vein and stab phlebectomies x 3. The indication for the procedure was symptomatic venous insufficiency, left greater saphenous vein with symptomatic stasis ulceration. The patient has a medical history of diabetes mellitus, chronic deep vein thrombosis of the right leg involving the common femoral and superficial femoral veins, smoking and tibial plateau fracture of the right leg. Five years post implant, the patient underwent a computed tomography (CT) scan of the abdomen, those images were reviewed by an independent reviewer almost five years later (approximately ten years after the index procedure). The review of those images noted that the superior extent of the filter was at the l2-l3 disc and the inferior extent was superior to the l4 vertebral body. The CT scan revealed that six prongs have perforated the inferior vena cava, a distance of 4.51 mm. The scan images also show a 4.66-degree tilt right to left and a 2.52-degree posterior/anterior tilt. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the legs that can lead to ulceration. Without procedural films for review, the reported filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to draw a clinical conclusion between the events and the device. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently tilted and perforated. The indication for the filter placement as not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. With the limited information provided it is not possible to draw a clinical conclusion between the events and the device. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, malfunction, including perforation and tilt.

Manufacturer narrative:
Additional information received per the medical records indicate that immediately prior to the index procedure the patient was a pedestrian that had been hit by a car and sustained a closed head trauma, skull fracture, acute subarachnoid hemorrhage, multiple right rib fractures, and pelvic fracture. The indication for the filter placement was prophylaxis from pulmonary embolism due to multiple injuries, precluding anticoagulation. The filter was placed via the right common femoral vein and deployed under fluoroscopic guidance. The patient tolerated the procedure well.   Six months after the index procedure, the patient underwent radiofrequency ablation of the left greater saphenous vein and stab phlebectomies x 3. The indication for the procedure was symptomatic venous insufficiency, left greater saphenous vein with symptomatic stasis ulceration. The patient has a medical history of diabetes mellitus, chronic deep vein thrombosis of the right leg involving the common femoral and superficial femoral veins, smoking and tibial plateau fracture of the right leg.   Five years after the index procedure, the patient underwent a computed tomography (CT) scan of the abdomen, those images were reviewed by an independent reviewer almost five years later (approximately ten years after the index procedure).   The review of those images noted that the superior extent of the filter was at the l2-l3 disc. The inferior extent was superior to the l4 vertebral body. The CT scan revealed that six prongs have perforated the inferior vena cava. The maximum distance of prong perforation is 4.51 mm. The scan images also show a 4.66 degree tilt right to left and a 2.52 degree posterior/anterior tilt.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the filter struts outside the inferior vena cava and tilting of the filter. The patient became aware of the reported events approximately ten years after the index procedure. The patient continues to experience anxiety and fear related to the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Patient code '2572' was used for 'venous insufficiency'. Patient code '2116' was used for 'venous ulceration'. Additional information is pending and will be submitted within 30 days of receipt.